Manufacturer narrative:
The reported event of electronics performance indicator was not confirmed. The device was received from the field with battery voltage in elective replacement indicator (eri) level. Field session record was reviewed and abnormal voltage drops or high current draw was noted. Electrical analysis performed did not find any anomaly. Longevity assessment was performed, based on field settings, and the device has exceeded the total projected longevity.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Patient had no consequences and was discharged home.